Event description:
It was reported that 490 days following a coronary artery drug eluting stenting treatment procedure a death event occurred. Initial index procedure treated 1 lesion. Lesion 1 located in the 3rd. Ob. Marg., denovo. Diameter 3.0 x 20mm length, mild calcification, tortuosity severe, a 3.0 x 20mm taxus express2 stents. The lesion was predilated. Pt was discharged 4 days following index procedure with prescribed medications of asa and plavix. Death was due to pancreatic cancer 490 days following the index procedure. The taper vessel was not involved.